Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding issue cannot be determined since insufficient clinical details were provided. D6a and d6b were inadvertently reported incorrectly on manufacturer device report 1220648-2025-25910.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, oozing/bleeding along with hematoma was noted at impella cp site after exchanging for the repositioning sheath. Manual pressure was held but bleeding persisted. Pump was explanted and 14fr sheath inserted in its place. The patient survived the event.